Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) failed to expand after aspiration, so closure was unsuccessful. There was no reported patient injury. Additional information was requested but not provided. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A 5f non-cordis sheath was used, and the device was stored and prepped according to the instructions for use. The femoral artery¿s suitability, including insertion angle and vessel diameter =5 mm, was verified via angiography. There was no visible calcium, plaque, vessel tortuosity, stent, or stenosis >50% near the puncture site. The site had not been previously closed by any device or compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal use. Bleeding was noted immediately after plug deployment and device removal, with pulsatile bleeding observed upon sheath and vcd removal. The plug was confirmed to be deployed to the proper location. Fingertip compression was applied during removal. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts. Bleeding was managed with manual pressure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) failed to expand after aspiration, so closure was unsuccessful. There was no reported patient injury. Additional information was requested but not provided. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A 5f non-cordis sheath was used, and the device was stored and prepped according to the instructions for use. The femoral artery¿s suitability, including insertion angle and vessel diameter =5 mm, was verified via angiography. There was no visible calcium, plaque, vessel tortuosity, stent, or stenosis >50% near the puncture site. The site had not been previously closed by any device or compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal use. Bleeding was noted immediately after plug deployment and device removal, with pulsatile bleeding observed upon sheath and vcd removal. The plug was confirmed to be deployed to the proper location. Fingertip compression was applied during removal. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts. Bleeding was managed with manual pressure. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the device due to the nature of the complaint and since the plug was not returned for evaluation. The cause of the reported issue could not be determined since patient related events cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) failed to expand after aspiration, so closure was unsuccessful. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.